Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither of mine are in correct place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and intervertebral disc degeneration ("degenerative disk disease"). The patient was treated with surgery (hysto scheduled (B)(6) 2016)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation and intervertebral disc degeneration outcome was unknown. The reporter considered device dislocation and intervertebral disc degeneration to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation and intervertebral disc degeneration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('neither of mine are in correct place') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and intervertebral disc degeneration ("degenerative disk disease"). The patient was treated with surgery (hysto scheduled (B)(6) 2016)). Essure was removed in (B)(6) 2016. At the time of the report, the device dislocation and intervertebral disc degeneration outcome was unknown. The reporter considered device dislocation and intervertebral disc degeneration to be related to essure. Concerning the injuries reported in this case, the following one were reported via social media: device dislocation and intervertebral disc degeneration. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.